Manufacturer narrative:
Add'l info: the patient is reported as doing "fine", the alarm that was given: "please connect port 1 (battery exchange)". One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection due to the gore-tex membrane placed on the controller rear case being covered with a foreign label. If the gore-tex membrane is obstructed, the low pressure inside the controller, brought on by air cargo shipment, prevents the speaker cone from moving sufficiently to produce the required loudness. This label was applied by the customer, not the manufacturer. The most likely root cause of the reported event may be attributed to the obstructed gore-tex membrane found during visual inspection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. . Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the vad nurse that the patient reported very low alarm sounds on the controller. The low alarm sound was noted during training. The issue was resolved with a controller exchange and the patient tolerated exchange well. No further information is available at this time. Investigation is in process.